Event description:
During a ptca procedure, the pt2 moderate support guidewire broke. The lesion being treated was in the diagonal (dx) coronary artery. While the physician was removing the guidewire, it was noticed that the tip was still in the pt, trapped between the stent and vessel wall. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.